Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing of the gastric tissue during a laparoscopic sleeve gastrectomy, the instrument was cycled successfully and inserted over the gastric but the stapler was not bale to fire. The jaws were still close and the green button was pressed however, when the handle was squeezed, the device did not fire or place staples. There was no sound heard like the usual clicking during firing process. The instrument was removed and new reload was loaded and the same event occurred. Another reload was loaded with the same effect. On the third reload opened and new device loaded, they were able to use it successfully. A forty-five minute time was lost due to this incident. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative device reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.